Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity warning triggered due to sic (sensing integrity counter) and rv lead impedance variation on the right ventricular (rv) lead. Then five days later the patient hear an audible tone and it was found that another lead integrity alert triggered due to high rate non-sustained episodes and sic. It was noted that there was oversensing observed on stored egms (electrograms). A possible lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.